Event description:
At 0700 infant was tachypnic (125) and cardiac monitor was alarming. Ohmeda incubator temperature was set on 36.3 degrees c. Pt temperature per incubator was 40.4 c. Axillary temperature was 40.0 c skin temperature probe was in good contact. Incubator was in servo atrol. Infant removed from the incubator. By 1100 am. Infant's temperature gradually returned to within normal limts (37.4) and tachypnea resolved.